Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer received an error 7 and error 2 message on her adc blood glucose meter when attempting to perform a blood glucose test. Caller further reported that on (B)(6) 2018 customer was feeling sick, was ¿vomiting and couldn't breathe¿ so paramedics were called and customer was transported to a hospital. At the hospital, customer was diagnosed with dka (diabetic ketoacidosis) and suspected gastroenteritis. Customer was treated with an insulin drip, unspecified antibiotics, and sodium bicarbonate. Customer was discharged on (B)(6) 2018. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Meter brand name) was incorrectly documented in the initial MDR 30 day report. Meter brand name has been updated.

Event description:
Customer¿s caregiver reported customer received an error 7 and error 2 message on her adc blood glucose meter when attempting to perform a blood glucose test. Caller further reported that on (B)(6) 2018 customer was feeling sick, was ¿vomiting and couldn't breathe¿ so paramedics were called and customer was transported to a hospital. At the hospital, customer was diagnosed with dka (diabetic ketoacidosis) and suspected gastroenteritis. Customer was treated with an insulin drip, unspecified antibiotics, and sodium bicarbonate. Customer was discharged on (B)(6) 2018. There was no report of death or permanent impairment associated with this event.

Event description:
Customer¿s caregiver reported customer received an error 7 and error 2 message on her adc blood glucose meter when attempting to perform a blood glucose test. Caller further reported that on (B)(6) 2018 customer was feeling sick, was ¿vomiting and couldn¿t breathe¿ so paramedics were called and customer was transported to a hospital. At the hospital, customer was diagnosed with dka (diabetic ketoacidosis) and suspected gastroenteritis. Customer was treated with an insulin drip, unspecified antibiotics, and sodium bicarbonate. Customer was discharged on (B)(6) 2018. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(s) (device history review) for the freestyle precision neo meter was reviewed and the DHR(s) showed the freestyle precision neo meter passed all tests prior to release. Dhrs for the precisions strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process. Clinical data was reviewed and confirmed that precisions strips continue to be safe, effective, and perform as intended in the field. Stability data for precisions strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. A tripped trend review was completed for the reported complaint and precision test strips, no further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.